Event description:
Service of summons and complaint was manufacturer's first notice of this event. Patient suffered a right ankle sprain during lacrosse practice. The athletic trainer at the school applied heat to the patient's injured ankle using the device. Plaintiff's counsel claims in the complaint that as a result of the treatment with the device, patient suffered third degree burns, skin loss, and had to seek medical treatment. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.